Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic radical resection of rectal cancer, on detaching the rectum the device was able to fire but there was poor staple formation, only to close about 10mm of the tissue. The jaws of the device locked on tissue and the handle pole was broken near the nail release button. To resolve the issue, a new handle and reload was used to complete the procedure and the jaws of the device was removed by the surgeon slightly and took out the staple from being locked on tissue. There was no patient injury.